Event description:
Ion needle exited outside of sheath at the point of a bend in the sheath, causing the device to fail. Additionally, the needle may have cause damage to the olympus therapeutic bronchoscope in which it was being deployed. The scope will be evaluated by the vendor. No harm to the patient.